Manufacturer narrative:
Date received by manufacturer: 13nov2019. Date of report: 15nov2019. The service engineer (se) inspected the device. The se confirmed the reported issue and found the lower display had scratches on the right bottom. The se replaced the user interface board and liquid crystal display (lcd) and the ventilator passed all testing. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported unit is alarming high peep. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.